Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to display any of the video sources. Review of system log file showed flexible viewing error. Upon functional testing fse found blown fuse in pdu (power distribution unit) power supply of b-cabinet resulting in a bank of dvi splitters to stop working. As a resolution the fse replaced fuse in pdu and checked the cable connections. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to display any of the video sources. No harm to the patient or user was reported. Philips has started an investigation of this complaint.